Manufacturer narrative:
(B)(4). Article citation: ¿bilateral endogenous endophthalmitis caused by candida albicans after breast implant surgery,¿ giuseppe querques, md, giulio modorati, md, elisabetta miserocchi, md, franz baruffaldi preis, md, francesco bandello md, febo, jama ophthalmol, vol. 134, no. 4, april 2016, pp 467-473. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The allegation of contaminated implants cannot be investigated by analysis of the device as the device is not available for return to allergan. Follow up with the author returned: the events were ¿likely related with breast implant surgery¿, and ¿it was not possible to certainly clarify the primary font of infection." The devices will not be returned. The author did not have any further information regarding device details. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. In rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever.

Event description:
Reported events of a patient with ¿elevated temperature,¿ ¿blurred vision,¿ ¿diffuse nongranulomatous keratic precipitates in the anterior chamber and posterior synechiae, ¿multiple, creamy-white chorioretinal lesions,¿ ¿surrounding hemorrhage, mostly in the posterior pole with involvement of the macula,¿ ¿hypofluorescent lesions in the macular region,¿ ¿persistent fever, breast pain, and surgical wound dehiscence,¿ ¿candida sepsis,¿ and suspicion that "candida sepsis and endophthalmitis were caused by contaminated implants, we cannot exclude other possible sources of contamination (such as infusion fluids or equipment and supplies)" for an unknown silicone allergan device were found within the journal article ¿bilateral endogenous endophthalmitis caused by candida albicans after breast implant surgery,¿ jama ophthalmol, vol. 134, no. 4, april 2016, pp 467-473. The patient received ¿intravenous fluconazole 400mg¿ and ¿pars plana vitrectomy with the intravitreal injection of voriconazole in both eyes and with the use of silicon oil as an intraocular tamponade in the right eye.¿ "fifteen days after presentation of clinical signs, because of persistent fever, breast pain, and surgical wound dehiscence, the implants (textured anatomic silicone gel breast implants [allergan]) were removed." "One month later, the patient completely recovered." This medwatch represents the right side. See MFR # 9617229-2016-00134 for the left side.